Event description:
It was reported that the patient implanted with hmii lvad on (B)(6) 2014. Patient admitted (B)(6) 2016 with suspected hemolysis after presenting to the ER with sob. Dark urine, and elevated hemolysis labs. After failure of all other medical options decision was made to exchange pump on (B)(6)2016. Surgeon noted a small ring thrombus on the aft bearing on the vad pump during surgery. Lvad pump was exchanged for another hmii.